Event description:
Customer called lfs in 2002 alleging that their one touch ultra meter was displaying three dashes (---). Pt stated they had been using the meter for 6 months and could not understand why the calibration code would not register in the meter memory. No symptoms were reported. Customer did not seek any medical treatment beyond home treatment. Ccr replaced the meter. No further information was provided.